Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. No frozen screen noted. Unable to verify for max fill limit alarm, text flashing or any other alarm due to no button response.

Event description:
It was reported that the customer's insulin pump had a frozen display on a max fill limit alarm. It was stated that the customer was unable to clear the alarm and the buttons were not responding. The battery was removed and a new battery was inserted, but the alarm continued. No further information was provided.